Manufacturer narrative:
The scope was returned to the service center for evaluation. A visual inspection was performed on the received device and noted the distal end is broken. The distal end is broken at about 5mm from the base of the bending section area exposing metal. During the inspection there is sufficient evidence of metal protruding outside the bending section cover with no sharp edge. The elements inside the bending section are still connected together regardless of the broken skeleton. The bending section cover was removed and did not find any other sharp edges on the bending section skeleton. The distal end was inspected further and noted that the bending section cover glue is third party. The leak test cannot be performed due to the broken bending section. According to the instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The bending section was manipulated; the movement is abnormal due to the broken skeleton. Inspect the device for kinks, buckles, and missing parts. Should any abnormality be found. Do not use and contact an authorized olympus representative.¿ the scope was purchased on october 16, 2016 with no previous repair history.

Event description:
The service center was informed that during reprocessing a hole was noted on the tip of the scope. There was no patient injury reported. No further information was provided.